Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem unable to recognize a battery) was confirmed. Upon evaluation, there was contamination on the battery board and the y1 crystal oscillator was open. The cause of the inability to charge the battery packs is the contamination and open oscillator. The cause of the open oscillator is the contamination. The cause of the open oscillator is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a patient's battery charger was not recognizing a battery.